Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported fluid in the reservoir compartment. The blood glucose reading was 402mg/dl. The caller stated that insulin leaked past the o-rings. No further information was provided.